Event description:
Customer reported receiving a motor error alarm during the prime. She could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was not able to rewind the insulin pump. The blood glucose reading was 235 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.